Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. Despite every effort to reproduce the issue, the cw mode was illuminated and able to be accessed. The reported problem was unable to be replicated, and the cause could not be established. The system has returned to service with no similar issues reported.

Event description:
It was reported that the epiq 7g ultrasound system was not available during the critical procedure. While in use in the cath lab the cw mode was not functional. The system was exchanged to complete the procedure. No patient or user was harmed as a result of this issue. The service engineer reloaded the license options to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow-up report will be submitted.